Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo 90 infusion set site was pulled out from the patient's body. Blood glucose levels were adversely affected and reported to be at 343mg/dl. The patient reported he will use shots and replace the site with a new infusion set to address the high blood glucose. No permanent injury was reported.